Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg had a mix of product type in a pack before use. The following was reported by the initial reporter: "it was reported that there were 3 bags of incorrect syringes inside shelf carton. Verbatim: consumer reported that there were 3 bags of incorrect syringes inside of the box of 3/10ml, 31g, 8mm. The incorrect syringes were 1ml, 30g, 8mm. Consumer stated that she has never used 1ml syringes. The lot # and production description on the box are the same as on the remaining 7 bags. Consumer will send back one of the incorrect bags with syringes, all bags were sealed."